Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on 02/16/2016. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of maude event report mw5058792.

Event description:
It was reported that the patient underwent a hysterectomy procedure in 2009 and mesh was implanted. Following the procedure, in 2010, the patient underwent empathy/coloplast implantation. Then the patient experienced chronic pain. MRI and unknown tests were performed and showed nothing remarkable. The patient had seen a neurosurgeon and was sent for hormone replacement. As per patient, she was treated with injections, chiro, rolfing, pt, acupuncture and nothing worked. The patient experienced piercing pain and underwent rectal prolapse repair. It was also reported by the patient that she left the hospital with infection which the surgeon did not test. The patient also experienced motility issues, severe abdominal cramping and unable to function on a regular basis. The patient¿s right leg has started to cause her problems. As per patient, she was treated for chronic pain with fentanyl patch plus up to eight percocet per day. On (B)(6) 2014 the patient requested safe withdrawal of opiates and succeeded for almost five months until she pulled something and more pain came of it. She started on tramadol. Currently, the patient¿s weight is (B)(6) lb. Additional information has been requested.